Event description:
The customer received questionable glucose results for one patient when tested on an cobas 4000 c311 analyzer. Serial number (B)(4). During the initial run, the glucose result was 328 mg/dl and was reported outside the laboratory. (Other tests on that sample generated "no result"). An instrument alarm occurred and the sample was re-centrifuged and repeated (in order to generate results for the other tests). A nurse questioned the glucose result, later that day, and informed the laboratory that the patient's bedside glucose test was 180 mg/dl (via a finger stick). The laboratory pulled the original sample tube and repeated the glucose on an istat which generated a glucose result of 183 mg/dl. The sample was also repeated on the cobas 4000 c311 analyzer which generated a result of 178 mg/dl (accompanied by a data flag). A corrected report was issued by the laboratory with the glucose result of 178 mg/dl. The patient was not adversely affected by the event. The field service representative did not determine a cause. He verified analyzer operation including proper alignment and external probe washes. The field service representative ran performance tests which were within specification.